Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the tubing during the fill tubing process. The supplies were changed to address the event. Customer's blood glucose was 259 mg/dl.